Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The x-ray tube was also evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.